Event description:
A malfunction was reported on the pump, but no significant events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.